Event description:
Customer reported the wireless infrared alarm has no power. The batteries were changed in both the motion detector and receiver. The battery door is not missing or damaged and the battery springs are intact. There is no visible damage on the detector or receiver. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed the unit powered up. However, there was no alarm tone when motion passed in front of the transmitter within the required time frame. When the motion detector was switched from chime to remote the alarm sounded at the receiver without any motion passing in front of it. When the switch was set back to chime the alarm sounded at the motion detector without any motion passing in front of it. (B)(4).